Event description:
The reported complaint involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Leakage was reported on the device's burette during a patient infusion. The was an unspecified drug involved, however, there was no drug exposure to anyone and there was no impact to the patient or healthcare provider. The tubing was replaced and therapy resumed. There were no holes, cuts, tears, or defects noted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reported (full) phone: (B)(6).

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #13487682. -one used list #unknown, bag spike adaptor w/ spiros; lot #unknown. -one used. List #unknown, bag spike w/ clave; lot #unknown. One (1) used. List #unknown, 0.9% sodium chloride 500ml bag; lot #yh0803. Disassembly: the clave was disassembled and the following observations were made: housing ¿ no damage or anomalies. Spike ¿ lubrication present, no damage or anomalies. Seal ¿ partial coring on top surface of seal. A cut was observed on the side of the seal. The returned used 142730490 plum 150 ml burette set was inspected and no damages or anomalies were noted. The set was leak tested per product specifications. There was a gross leak observed from the head of the clave at the upper lid of the burette. The clave was disassembled. There was partial coring present on the top surface of the seal. A cut was observed on the side of the seal, typical of a needle strike. The reported complaint of leakage can be confirmed due to the damage to the seal. The probable cause is due to access with an incompatible mating device. The directions for use states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles, blunt cannulas, or luer caps on needlefree connectors. The lot production history records were reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 - initial reporter full phone number: (B)(6). D9 - date returned to mfg: 10/20/2023.